Manufacturer narrative:
The insulin pump had no unexpected scrolling of numbers noted during testing. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Diabetes clinical manager reported via phone call keypad anomaly and issues with the insulin pump. Customer's blood glucose level was unknown. Customer advised they had an issue with the scroll wrap and a near miss overdose of insulin. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.